Event description:
Pt was a 68 yr old woman, who had an existing left subclavian vascular catheter which was not supplying adequate flow for dialysis. This condition necessitated replacing the catheter with a catheter, which would extend further into venous circulation for better flow. The vascular catheter was clamped and the pt was placed in the trendelenberg position. The outer portion of the vascular catheter was cut, and the arterial side clamped. The guide wire, supplied in the kit, was easily threaded through the remnant of the vascular catheter and ectopy was noted as evidenced by continuous monitoring. After removing the remnant of the vascular catheter, with the guide wire in place, the pt was taken out of trendelberg position. Using the obturator supplied with the kit, a subcutaneous tunnel was created. The pt was returned to the trendelberg position, and the smaller dilator supplied in the kit, was threaded over the guidewire. The smaller dilator was then removed and the introducer, also supplied by the kit, was threaded over the guidewire. The dilator was removed with blood return, along with the guidewire. The catheter was easily threaded through the sheath. The sheath was easily removed. It was at this time that the pt became hypotensive. A stat chest x-ray revealed a right hemothorax and that the catheter traversed the superior vena cava in perpendicular direction and the catheter appeared to have perforated the vena cava below the subclavian junction. The tip of the catheter was residing in the chest. The pt underwent emergent cardiothoracic surgery. The pt expired the following day.